Event description:
Customer reported an issue related to malfunction 16 field correction notice with their tandem insulin pump. There was no adverse impact to the customer¿s blood glucose level. Customer opted for a replacement pump after declining recommended mitigations and was instructed to use multiple daily injections (mdi) as a backup therapy. Tandem technical support advised the customer on how to place the pump in storage mode, confirmed the shipping address, and provided instructions for returning the faulty pump within 10 days using a pre-paid label.